Manufacturer narrative:
Other text: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the disposable caused the pump to alarm an upstream occlusion alarm. The batteries were removed and reinserted. Pump alarmed 'service due, see manual' followed by 'upstream occlusion'. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.